Event description:
Customer reported the insulin pump alarmed software error. Customer's blood glucose was unknown. Customer stated the alarm did not alarm while trying to change settings on the device or after a battery change. Customer stated the alarm occurred after pressing the act button while trying to bolus. Customer stated she will continue to use the device. Customer was advised to monitor the device. Customer also mentioned the device had a crack on the battery compartment. Customer was advised to discontinue use of the device and revert to back up plan. Customer states she will continue to use the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.